Event description:
It was reported a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was performed. The patient had a anterior chicken wing laa type. A 27mm watchman flx laa closure device was successfully implanted with 21-28 percent compression. No closure device recaptures or patient complications were noted. The patient was discharged on novel oral anticoagulant (noac) medication. About two to three weeks later, the patient experienced chest pain and low blood pressure. A transesophageal echocardiogram (tee) showed a small pericardial effusion. The effusion was attempted to be treated with pressors, but the effusion increased and the patient developed tamponade. Surgical intervention was performed to drain the effusion and the laa was sutured. There was no hematoma, but a slow weeping of blood into the pericardial space at the ostium of the laa. No device protrusion, including anchor protrusion was seen by the surgeon. The patient fully recovered.

Manufacturer narrative:
Date of event: estimated since it was mentioned the event occurred two to three weeks post procedure.